Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Made me gag [retching]; almost made me choke [choking sensation]; brush head fell apart, bristle section of brush head detached from toothbrush head [device breakage]. Case description: a (B)(6) female consumer, who is a dental hygienist, reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b precision clean brushhead fell apart. She reported the bristle section detached from the brush head which she could feel in her mouth, causing her to gag and almost choke. The incident occurred when using the brush head for the second time. She used the product once a day, and use was discontinued on (B)(6) 2016. The consumer removed the bristle section of the brush head from her mouth, and recovered. The consumer stated she had previously used oral-b precision clean brushheads without reported incident, and she mentioned she was currently pregnant. No further information was provided.